Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingo-oophoritis ('chronic salpingitis and oophoritis') and abdominal pain ('strong abdominal pain') in a 24-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (normal deliveries), menarche (she was 10 years old.), pre-menstrual tension syndrome (light) and mastalgia (light). Denies allergies, gynaecological diseases, previous diseases and surgeries, denies use of chronic drugs and non-smoker. Previously administered products included for an unreported indication: neovlar from 2016 to (B)(6) 2020 and previane on (B)(6) 2016. Concomitant products included diazepam from (B)(6) 2016 to (B)(6) 2016 and ibuprofen from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced salpingo-oophoritis (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("intense pains during intercourse"), genital pain ("pain in the private parts"), polymenorrhoea ("menstrual cycle affected / start menstruating twice a month"), genital haemorrhage ("genital bleeding"), procedural pain ("procedural pain (pain scale 1)/ intense colics after insertion of essure"), scar ("terrible scar due to essure removal"), skin discolouration ("spots all over the body"), nausea ("nauseas") and emotional disorder ("emotional upheaval"). The patient was treated with surgery (bilateral salpingectomy to remove essure was performed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the salpingo-oophoritis, abdominal pain, dyspareunia, genital pain, polymenorrhoea, genital haemorrhage, procedural pain, scar, skin discolouration, nausea and emotional disorder outcome was unknown. The reporter considered abdominal pain, dyspareunia, emotional disorder, genital haemorrhage, genital pain, nausea, polymenorrhoea, procedural pain, salpingo-oophoritis, scar and skin discolouration to be related to essure. The reporter commented: patient had difficulties in carrying out common daily activities. After essure removal surgery, she was oriented to go to psychologist and psychiatric physician. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: previous examination before the essure insertion. Ultrasound scan vagina - on (B)(6) 2016: transverse image of the right uterine horn with identification of the device on its linear axis including the proximal extremity that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device on its linear axis including the proximal extremity that crosses the myometrium in the interstitial portion of the left tube. Batch no d40621 production date 2014-12-09 expiration date 2017-12-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Event disability was deleted (interpreted as qualifier of events experienced by the patient). Abdominal pain was upgraded to serious incident event. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingo-oophoritis ('chronic salpingitis and oophoritis') and disability ('without being able to carry out common daily activities') in a 24-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (normal deliveries), menarche (she was 10 years old.), pre-menstrual tension syndrome (light) and mastalgia (light). Denies allergies, gynaecological diseases, previous diseases and surgeries, denies use of chronic drugs and non-smoker. Previously administered products included for an unreported indication: neovlar from 2016 to (B)(6) 2020 and previane on (B)(6) 2016. Concomitant products included diazepam from (B)(6) 2016 to (B)(6) 2016 and ibuprofen from (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced salpingo-oophoritis (seriousness criteria medically significant and intervention required), disability (seriousness criterion disability), abdominal pain ("strong abdominal pain"), genital pain ("pain in the private parts"), nausea (""nauseous""), skin discolouration ("spots all over the body"), dyspareunia ("intense pains during intercourse"), polymenorrhoea ("menstrual cycle affected / start menstruating twice a month"), genital haemorrhage ("genital bleeding"), medical device site scar ("terrible scar due to essure removal"), emotional disorder ("emotional upheaval"), procedural pain ("procedural pain (pain scale 1)") and colic abdominal ("intense colics after insertion of essure"). The patient was treated with surgery (bilateral salpingectomy to remove essure was performed on (B)(6) 2020). Essure was removed. At the time of the report, the salpingo-oophoritis, disability, abdominal pain, genital pain, nausea, skin discolouration, dyspareunia, polymenorrhoea, genital haemorrhage, medical device site scar, emotional disorder, procedural pain and colic abdominal outcome was unknown. The reporter considered abdominal pain, disability, dyspareunia, emotional disorder, genital haemorrhage, genital pain, medical device site scar, nausea, polymenorrhoea, procedural pain, salpingo-oophoritis, skin discolouration and colic abdominal to be related to essure. The reporter commented: after essure removal surgery, she was oriented to go to psychologist and psychiatric physician. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: previous examination before the essure insertion.. Ultrasound scan vagina - on (B)(6) 2016: transverse image of the right uterine horn with identification of the device on its linear axis including the proximal extremity that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device on its linear axis including the proximal extremity that crosses the myometrium in the interstitial portion of the left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis and oophoritis') and disability ('without being able to carry out common daily activities') in a (B)(6) female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (normal deliveries), menarche (she was (B)(6)), pre-menstrual tension syndrome (light) and mastalgia (light). Denies allergies, gynaecological diseases, previous diseases and surgeries, denies use of chronic drugs and non-smoker. Previously administered products included for an unreported indication: neovlar from 2016 to (B)(6) 2020 and previane on (B)(6) 2016. Concomitant products included diazepam from (B)(6) 2016 and ibuprofen from (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), disability (seriousness criterion disability), abdominal pain ("strong abdominal pain"), genital pain ("pain in the private parts"), nausea ("nauseas"), skin discolouration ("spots all over the body"), dyspareunia ("intense pains during intercourse"), polymenorrhoea ("menstrual cycle affected / start menstruating twice a month"), genital haemorrhage ("genital bleeding"), medical device site scar ("terrible scar due to essure removal"), emotional disorder ("emotional upheaval"), procedural pain ("procedural pain (pain scale 1)") and colic abdominal ("intense colics after insertion of essure"). The patient was treated with surgery (bilateral salpingectomy to remove essure was performed on (B)(6) 2020). Essure was removed. At the time of the report, the salpingitis, disability, abdominal pain, genital pain, nausea, skin discolouration, dyspareunia, polymenorrhoea, genital haemorrhage, medical device site scar, emotional disorder, procedural pain and colic abdominal outcome was unknown. The reporter considered abdominal pain, disability, dyspareunia, emotional disorder, genital haemorrhage, genital pain, medical device site scar, nausea, polymenorrhoea, procedural pain, salpingitis, skin discolouration and colic abdominal to be related to essure. The reporter commented: after essure removal surgery, she was oriented to go to psychologist and psychiatric physician. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: previous examination before the essure insertion.. Ultrasound scan vagina - on (B)(6) 2016: transverse image of the right uterine horn with identification of the device on its linear axis including the proximal extremity that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device on its linear axis including the proximal extremity that crosses the myometrium in the interstitial portion of the left tube.. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.